Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00277 on (B)(6) 2019. Additional information (B)(6) 2019): siemens further investigated the issue and determined that malfunction of the reagent probe 4 (r4) mixer potentially contributed discordant, falsely low carbon dioxide results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse determined that reagent probe 4 (r4) mixer malfunctioned. The cse swapped r4 with reagent probe 5 (r5), moved the assays from sever 3 to sever 2, and ran qcs, which recovered within acceptable ranges. On the next day, the cse returned to the customer's site, replaced r4 and sample probe 2 (s2) pump panel and mixer, and attempted to replace the r4 arm; the r4 arm did not pass the alignment test and the cse moved the sever 2 assays to severs 1 and 3. In a subsequent visit, the cse replaced the sample probe 1 (s1)/s2 arm and r4 mixer, primed the instrument, performed alignments, ran quick check, and calibrated the assays on severs 1 and 2. Then, the cse ran qcs, which recovered within acceptable ranges. The cause of the discordant, falsely low carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on four (4) patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument and higher results were obtained. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.